Event description:
A pt reported experiencing inaccurate low results with a ot basic enhanced meter. The pt's blood glucose results were 64, 128, 132 mg/dl. Tests were done within 10 minutes with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.